Event description:
A customer reported experiencing a cartridge alarm 29 during the load process as they did not wait for the prompt to remove the used cartridge. There was no adverse impact to the customer's blood glucose level. The customer was educated about the correct load process, and a replacement pump with updated software was sent to them. The customer planned to use multiple daily injections (mdi) as a backup therapy and acknowledged all instructions regarding the return and replacement process provided by technical support. The problematic pump was to be returned to tandem within ten days.